Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and was damaged. The customer¿s blood glucose level was unknown. The customer crack hair line near the screen (very tiny) top right of the screen towards edge of the pump. The customer also states the display will go blank and then turn back on. Troubleshooting was performed for blank display and was advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. Customer asked to run self-test and it alerted test complete. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted during testing. Device back light function properly and no anomaly noted. Device had cracked case at display window corners and cracked lcd window .